Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer conducted tests on the drawer and noted that, although it seemed to be open, it did not fully pop open. Upon inspecting the lights on the back of the drawer, it became clear that the drawer open sensor was unresponsive. The engineer then removed the drawer and found that the insep magnet was stuck to the back panel. To resolve the issue, the engineer replaced the faulty insep latch. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer failed, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care, as the nurse had to locate an alternative station to obtain the necessary medications. There were no adverse events or injuries reported based on this event.